Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided prod and lot codes since their release for distribution. The investigation could not verify or identify any evidence of prod contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because the cup was in a vertical position and the pt was dislocating.

Manufacturer narrative:
Update: (B)(4) 2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from metallosis and loosening. An unknown device has been added to ensure coverage for alleged loosening. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** 11/26/2012- litigation papers received. It is now alleged that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. The metal liner and femoral head have been reported. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established.depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).